Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 530 mg/dl. The customer declined the troubleshoot for the high blood glucose. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a missing display window or cover, cracked battery tube threads, cracked case-corner of belt clip rails. Device passed the displacement test. (B)(4).